Manufacturer narrative:
William cook europe initially reported event under manufacturer report #3002808486-2017-02266. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt. Allegedly received an implant on (B)(6) 2015 due to deep vein thrombosis. Pt is alleging device is unable to be retrieved, embedded, anxious and legs constantly swell.

Manufacturer narrative:
Additional information: investigation-investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip - unable to be retrieved, embedded, anxious, legs constantly swell'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety and leg swelling are directly related to the filter and unable to identify corresponding failure mode(s) at this time. No relevant notes found in device work order. No other complaints found in device lot for this failure mode. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Additional information: investigation-investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip - unable to be retrieved, embedded, anxious, legs constantly swell'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety and leg swelling are directly related to the filter and unable to identify corresponding failure mode(s) at this time. No relevant notes found in device work order. No other complaints found in device lot for this failure mode. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 27feb2018-11apr2018.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 27feb2018-11apr2018.